Manufacturer narrative:
G5:510(k)#: k102985. B4:(B)(6) 2021. A power supply was returned for analysis. Visual inspection of the v60 power supply revealed no evidence of damage or contamination. An investigation was performed and the product analysis technician reported that the root cause was due to service induced damaged resulted in the power supply 0-voltage output.

Event description:
It was reported that the ventilator would not power on. Reportedly, a screw from the power management (pm) board was not tightened after the pm board was replaced. The customer reported that the screw had fallen into the power supply and shorted it out. There was no patient involvement. The service engineer (se) inspected the device. The se replaced the power supply. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.